Event description:
Reportedly on (B)(6) 2011 follow-ups, the physician observed 3 noise episodes labelled as "vf" by the ICD; this noise was present on the ventricular channel only and was reproducible by abdominal muscular movements of the patient. The physician reprogrammed the ventricular sensitivity from 0.6 mv to 0.8 mv and the persistence from 6 to 10 cycles. The physician requested an analysis of patient files.

Manufacturer narrative:
January 28 2011. This event concerns a device that was manufacturer and used outside the united states. The programmer files were reviewed. (B)(4). Discussion: according to the provided data, myopotentials are the most probable cause of the noise observed on the episode. However other causes like: strong external interference, and/or ventricular lead/connector issue cannot be excluded. Careful check of this oversensing phenomenon could be bone during follow-up to evaluated whether the incidence of the phenomenon is increasing or not. Recommendations: usual follow-up recommendations will apply (3 month basis, as indicated in the implant manual). Patient files dated (B)(6) 2011 shows that the sensitivity has already been reprogrammed from 0.6 mv to 0.8 mv. However, if the oversensing issues remains, reprogramming the sensitivity to a higher value (less sensitive) can be evaluated, provided that the induction tsts were performed at such higher values (to ensure proper sensing of a ventricular fibrillation).